Event description:
The recipient reportedly presented with facial nerve stimulation and is experiencing decreased performance. External equipment was exchanged and programming adjustments were made. Facial nerve stimulation was resolved, however, the performance did not improve. The recipient is reportedly a poor performer. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was re-implanted with another cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top cover and a slice along the lead prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The scanning electron microscopy (sem) analysis revealed corrosion on some electrodes. The device passed the mechanical test performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.